Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the investigative results that the coating of the insertion tube was peeled off by stress of repeated use, handling, or external factors. It is recommended that the user inspects the unit prior to use and on a regular basis continuously. It is recommended that the user review the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted it was discovered that the coating on the device was peeling. Additionally, the light guide serpentine was scratched, the distal end adhesive was failing, and the angle wire was elongated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis lucera elite bronchovideoscope due to a leakage issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the device was peeling off. This report is being submitted to capture the peeling coating.